Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: loss of stimulation and return of tremors. It was stated they fell frequently; however, they didn¿t think that it caused the return of tremor. It was noted they fell the day prior to the report. Immediately after the fall, the tremors were worse; however, once they calmed down, the tremors weren¿t as bad. The patient hadn¿t checked their device with their patient programmer. They replaced the batteries and checked, and the therapy status results were stim on. It was stated they didn¿t have the ability to change stimulation. It was noted that they say the initial healthcare professional who adjusted the settings to where one side was higher than another. Then, they saw a manufacturer representative in (B)(6) 2016 who reprogrammed it and decreased and set to bipolar. It was stated the patient had an appointment with a new healthcare professional on (B)(6) 2017. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.